Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller, after which the malfunction code did not recur. The customer was informed they could continue using the pump and to contact support if the issue reappeared, which the caller acknowledged and understood.